Event description:
It was reported that pitocin was initiated at 1242 at an unspecified rate and was titrated up until 1901, "it was noted by an oncoming nurse, that the roller clamp was closed, therefore pt. Was not receiving the medication." The rn stated: ¿per day shift nurse, pump never alarmed "occluded" during the day. When roller clamp was opened, with tubing still in pump, fluid started free flowing.¿ the patient received unspecified monitoring however no patient impact reported. The facility biomed performed check-in retest of device, and unable to duplicate problem of free-flow.

Manufacturer narrative:
Additional information provided: a.1, a.2, a.3, b.3, b.5, b.6, b.7 & d.10. The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Primary model/lot requested however not provided.

Manufacturer narrative:
Correction of initial report: d.4 & h.4. Additional information provided: d.11. The report of a free flow event was not confirmed. Physical inspection of the device noted the instrument seal to be intact. The mechanism assembly was completely disassembled and there were no abnormalities observed. Visual inspection of the tubing set noted no damage or any irregularities. The device error logs had not recorded any errors during the time period of the reported event. The pump module event log shows that pump module s/n (B)(6) was programmed to infuse an unidentified medication at 2 ml/hr with a vtbi of 500 ml at 12:42 pm on (B)(6) 2019. At 1:11 pm, the rate was changed to 4 ml/hr. At 1:55 pm, the rate was changed to 6 ml/hr. At 2:25 pm, the rate was changed to 8 ml/hr. At 2:57 pm, the rate was changed to 10ml /hr. At 3:32 pm, the rate was changed to 12 ml/hr. At 4:23 pm, the rate was changed to 14 ml/hr, and at 5:02 pm, the rate was changed to 16 ml/hr. At 7:01 pm, the device alarmed fluid side occlusion. At 7:03 pm, the rate was changed to 2 ml/hr and the infusion was restarted. Between 7:05 pm and 7:35 pm, the device alarmed patient side occlusion 5 times, and each time the infusion was restarted. At 8:37 pm, the rate was changed to 4 ml/hr and the infusion was started. At 9:17 pm, the device was channeled off. Functional testing found the device delivering fluid within specification and no leaking occurred from the tubing set. The tubing set was found to be within concentricity specification. The root cause of the reported free flow event was not identified.

Event description:
It was reported that pitocin was initiated on (B)(6) 2019 at 1242 and was titrated up until 1901, as stated per rn there was no audible alarms noted and the device was showing it was infusing at the set rate when the pitocin was titrated up. The rn later confirmed that the ¿pitocin was clamped accidentally and was not infusing on (B)(6) 2019 at 1242. At 1901 the rn noted the line was clamped line and opened roller clamp. When roller clamp was opened, with tubing still in pump, fluid started free flowing.¿. The patient was in labor and was continued to be monitored by the rn and physicians for vital signs and assessment of patient and baby¿s condition during active stage of labor. There was no additional labs ordered however a possible delay in labor per rn. The facility biomed performed check-in retest of device, and unable to duplicate problem of free-flow.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Model or lot requested however not provided.

Event description:
It was reported that the device free flowed unspecified fluids .there was no report of patient impact. Although requested there was no additional event details provided at this time. The facility biomed performed check-in retest of device, and unable to duplicate problem of free-flow.